Manufacturer narrative:
A1: patient identifier: (B)(6) e1: initial reporter facility name: (B)(6).

Event description:
Eminent clinical study it was reported that occlusion occurred. The patient was enrolled in the eminent clinical trial. The target lesion was located in the right distal superficial femoral artery (sfa) involving ppa with 100% stenosis with a 5mm proximal reference vessel diameter and a 4mm distal reference vessel diameter and was classified as tasc ii b lesion. The lesion length was 50mm. Pre-dilation was performed and 6x80mm study stent was implanted. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, high graded stenosis of sfa right leg proximal to stent. On (B)(6) 2020, the subject developed occlusion in the right distal superficial femoral artery and popliteal artery. On same day, the subject was hospitalized for further treatment and evaluation. On (B)(6) 2020, pre-interventional angiography revealed complete occlusion from the distal segment, already about 5cm to 6 cm proximal of the study stent in the popliteal artery. On may 27th, 2020, the 100% stenosis in right distal sfa that was 250 mm long with a reference vessel diameter of 5 mm was initially treated with a non-bsc 18 wire, which was passed through intraluminal occlusion passage, splinted with the vertebral catheter. Later, treatment was continued with a non-bsc 6f mechanical thrombectomy system for rotational thrombectomy with re-establishment of a flow and evidence of high-grade stenoses. Then log stretch balloon angioplasty was perform at the target lesion with a non-bsc 5mm x 40 mm drug coated balloon and then with a 5m x 120 mm ranger balloon. A non-bsc stent in distal right sfa was removed due to recoil. Final angiography shows a good outcome without relevant residual stenoses. No dissection, no peripheral embolization. On (B)(6) 2020, the event was considered recovered/ resolved and the subject was discharged on the same day. It was further reported that on (B)(6) 2020, the subject presented with pain in the right leg (since last 2 weeks), sensitivity to touch in the toes and a feeling of coldness in the foot. Additionally, the subject also complained of pain at rest. On the same day, duplex ultrasound assessment at right limb revealed a high femoral bifurcation. Right distal external iliac artery, common femoral artery, outflow of the deep femoral artery without relevant stenoses. Sfa clear through to the distal segment from the femoropopliteal junction was occluded and the distal popliteal artery was re-perfused with flow. On (B)(6) 2020, ankle brachial indicies (abi) at rest for right limb was at 0.8. On (B)(6) 2020, duplex ultrasound revealed femoral bifurcation without stenoses. Femoropopliteal artery had multiple stents without stenoses through to the distal region. Distal lower leg arteries are very strongly perfused with holo-diastolic flow.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that occlusion occurred. The subject was enrolled in (B)(6) trial. The target lesion was located in the right distal superficial femoral artery (sfa) involving ppa with 100% stenosis with a 5mm proximal reference vessel diameter and a 4mm distal reference vessel diameter and was classified as tasc ii b lesion. The lesion length was 50mm. Pre-dilation was performed and 6x80mm study stent was implanted. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, high grade stenosis of sfa right leg proximal to stent was identified. On (B)(6) 2020, the subject developed occlusion in the right distal superficial femoral artery and popliteal artery. On the same day, the subject was hospitalized for further treatment and evaluation. On (B)(6) 2020, pre-interventional angiography revealed complete occlusion from the distal segment, approximately 5cm to 6cm proximal of the study stent in the popliteal artery. On (B)(6) 2020, the 100% stenosis in the right distal sfa that was 250 mm long with a reference vessel diameter of 5 mm was initially treated with a non-bsc 18 wire, which was passed through intraluminal occlusion passage, splinted with the vertebral catheter. Treatment was continued with a non-bsc 6f mechanical thrombectomy system for rotational thrombectomy with re-establishment of flow and evidence of high-grade stenoses. Then log stretch balloon angioplasty was performed at the target lesion with a non-bsc 5mm x 40 mm drug coated balloon and then with a 5m x 120 mm ranger balloon. A non-bsc stent in distal right sfa was removed due to recoil. Final angiography showed a good outcome without relevant residual stenoses. No dissection, no peripheral embolization. On (B)(6) 2020, the event was considered recovered/resolved and the subject was discharged on the same day.